Manufacturer narrative:
The sample device has been returned for evaluation. An investigation is ongoing. A follow-up report will be provided once it is completed.

Event description:
PICC line pulled back (planned event because line too deep) by resident. As per resident, line difficult to pull when linen pulled back, leak noted at hub & catheter. Line # heplocked after discussing with ir to allow for receiving attempt tomorrow a.m. (Line had been inspected). 17:40 by ir consequence: line ns locked & re-dressed. Ir informed & agreed to plan to keep line in il until tomorrow am to allow re-wiring.

Manufacturer narrative:
H3 other text : placeholder.